Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) there was only three novofine needles inside the box and a needle was already attached to the pen [product packaging issue] case description: this serious spontaneous case from the united states was reported by a consumer as "there was only three novofine needles inside the box and a needle was already attached to the pen(product packaging issue)" with an unspecified onset date, and concerned a female patient who was treated with novofine 32g 4mm (needle) from unknown start date for "device therapy", , ozempic 0.25/0.50 mg (semaglutide) from unknown start date for "product used for unknown indication", medical history was not provided. "Upon analysis of the returned product, a fault which may lead to a medical consequence was found that, "the patient had only three novofine 32g 4mm needles inside the box and there was a needle already attached to the ozempic pen (a potential medical consequence can be found). This case was re-classified to a serious incident due to this fault". On an unknown date the patient the patient had only three novofine needles inside the box and there was a needle already attached to the ozempic pen. Batch numbers: novofine 32g 4mm: ns7g20b-1 ozempic 0.25/0.50 mg: pzf8w56. Action taken to ozempic 0.25/0.50 mg was not reported. Event abated after use stopped or dose reduced for ozempic doesn't apply event reappeared after reintroduction of ozempic doesn't apply. The outcome for the event "there was only three novofine needles inside the box and a needle was already attached to the pen(product packaging issue)" was unknown. Novofine 32g 4mm is a durable device and ozempic 0.25/0.50 mg is a pre-filled device. Current location of device : manufacturer period of use: unknown preliminary manufacturer's comment: 18-oct-2024: the suspected devices have been returned to novonordisk. Investigations are ongoing. H3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.

Event description:
Case description: investigation results: ozempic® 0.25/0.5 mg per dose, 3 ml - batch number pzf8w56. A visual examination of the returned product was performed. The device has been used all up in a normal manner. Once the device has reached the end of content, it was not possible to dial or dose anymore. This was normal and does not imply any fault. The product should be replaced. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The pen was received with a needle attached. Pens packed in boxes sealed at novo nordisk cannot leave novo nordisk with a needle attached, since needles are not mounted on pens on any manufacturing line in novo nordisk. The observed problem occurred after the product had left novo nordisk. Novofine plus 32g x 4mm- batch number ns7g20b-1. A visual examination of the returned product was performed. It was not possible to investigate the returned sample comprehensively. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Since last submission, the case has been updated with following information: investigation results and imdrf (b, c, d, and g codes) added for ozempic 1.0 mg and novofine plus 4mm (32g) were updated. Narrative updated accordingly. Final manufacturer's comment: 05-dec-2024: the suspected devices ozempic and novofine needles have been re-turned to novonordisk. Upon investigations, unused needles are found to be normal. Batch trending was normal. Upon examination of ozempic pen, no needle was attached to ozempic pen. It was found that ozempic pen was used in normal manner and reached end of content. During examination of the product, no irregularities related to the complaint were detected. The claimed fault (needle attached to device when received) may not be obvious, as the user may be convinced that the pen was in a sealed package prior to the observation of an attached injection needle on the pen. If the needle is blocked, it will not be possible to deliver a pre-set dose. If a spare pen or needle is not available, the patient may ex-perience hyperglycaemia. In case of the pen is received used, using it can cause bacteri-al or viral infection due to risk of cross contamination. However, pens packed in boxes sealed at novo nordisk cannot leave novo nordisk with a needle attached, since needles are not mounted on pens on any manufacturing line in novo nordisk. The needle must have been attached to the pen after the pen left novo nordisk control. H3 continued: evaluation summary. Investigation results: novofine plus 32g x 4mm- batch number ns7g20b-1. A visual examination of the returned product was performed. It was not possible to investigate the returned sample comprehensively. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal.